Manufacturer narrative:
Fiber broke-distal end 1cm from tip. Fracture was a compound break and was easily retrieved by doctor using bx forceps. This is default text configured for block h10.

Event description:
Fiber ¿broke¿ and was easily retrieved by dr. Using bx forceps [foreign body] , the fiber broke at the proximal silver marker at the end [device failure] , the fiber broke at the proximal silver marker at the end [device breakage] . Case narrative: case number (B)(4) is a spontaneous report received from a physician via medical information department (advanz pharma) (reference ID: (B)(4)) on 03-aug-2024 and additional information was received (reference ID: (B)(4) on 05-aug-2024, and 08-aug-2024. This case refers to a patient of unspecified demographics who had foreign body (fiber broke and was easily retrieved by dr. Using bx forceps) due to device breakage and device failure (the fiber broke at the proximal silver marker at the end), while being treated with photo dynamic therapy. The patient's medical history and historical medication were not reported. The patient's concurrent condition and concomitant medication were not reported. On an unknown date, the patient was started on treatment with photo dynamic therapy [photofrin (item number: 237930, lot number 8g751 and expiration date 31-aug-2024) and optiguide fiber optic diffuser (pb725 2.5cm)) (fiber batch no- dg22053 and expiry date 25-aug-2027, laser serial no: (B)(6), UDI:(B)(4). The doctor stated that on (B)(6) 2024, the fiber broke at the proximal silver marker at the end (pictures was provided). The doctor stated the fiber broke at proximal sliver marker at the end of probe after 200sec of tx. Fiber was removed easily with biopsy (bx) forceps (right upper lobe tertiary). There was no laser failure however fiber was failed. Backup fiber or laser was not used. Failed fiber was retained. Upon follow-up, complaint (B)(4) analysis and response was received (RMA number: (B)(4) from pinnacle. Analysis: proximal connector end was in good condition. Distal end fiber broke approximately 1cm from tip. Fracture was a compound break. Possible causes: there was a visible kink in the fiber causing a weak point and breakage of the fiber. It was possibly caused by interference, or blockage of a scope. It was mentioned that the company tested every product before shipping to ensure quality. The patient's lab data and treatment medication were not reported. At the time of this report, the outcome for event foreign body was resolved whereas outcome for events device failure and device breakage was unknown. The action taken with photofrin was unknown. De-challenge and re-challenge results were not applicable with respect to photofrin. This case is considered to be non-serious for the events foreign body, device failure and device breakage. The reporter assessed the events foreign body, device failure and device breakage to be unlikely related to photofrin whereas possibly related to optiguide fiber optic diffuser (device). Consent to follow up with the reporter was provided. Query response was received on 09-aug-2024. The medical information team had requested for the batch no and expiry date for porfimer sodium and would revert once they receive a response. Query response was received on 09-aug-2024. Additional information included: batch number and expiry date of photofrin was added. Narrative amended accordingly. Follow-up information was received on 06-jun-2025. Additional information received: investigation report results and reference numbers were added. This report is being submitted in response to CAPA provided for the 483 during the recent inspection by usfda. Case comments: this case involves the use of photofrin (porfimer sodium) in photodynamic therapy. The company considered the events of foreign body, device failure, and device breakage to be unlikely related to photofrin (porfimer sodium), as the events were reported with the optiguide fiber optic diffuser and not the photofrin (porfimer sodium) the case is assessed as non-serious and unlisted as per the company rsi. The company considered the events of foreign body, device failure, and device breakage to be possibly related optiguide fiber optic diffuser as per who causality classification system as based on the available details, a potential association with the device cannot be ruled out. The reported events of device breakage and device failure occurred during use of the optiguide fiber optic diffuser (pb725 2.5 cm) in photodynamic therapy. The fiber broke at the proximal silver marker after 200 seconds of treatment, leading to a retained fiber fragment. The broken fiber was removed without complications. As per the pqc investigation, there is a visible kink in the fiber causing a weak point and breakage of the fiber. It was possibly caused by interference, or blockage of a scope. Based on the available information, there is a potential to cause serious injury if the incidents were to recur.